Event description:
Patient had bilateral mastectomy in the 80's. History of radiation on left side. Presented about 5 years ago with slipped implant on right, so was reconstructed with a pmt expander that was a dual stage. Over time, scar contracture from irradiation caused implant to stretch and asymmetry developed. Left side implant also ruptured. Right side expander removed. Left both removed.